Manufacturer narrative:
Philips field service engineer (fse) was dispatched to the customer site for additional assistance and determined the front bezel required replacement. The fse replaced the front bezel to resolve the reported issue. The device passed all testing and was returned to service. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred.no parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
It was reported to philips that the navigation ring on the device as not working. The device was not in use at the time of the event. This issue was noted during preventative maintenance on the device. The customer requested that a philips field service engineer (fse) be dispatched to the customer site for additional assistance.